Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head no longer appeared to be functioning, it failed its uplink tests and the cable was therefore replaced. It was further noted that the label backing was missing and the label was also replaced. (B)(4).

Event description:
It was reported that the programmer's radiofrequency programmer head was unable to be disconnected from the programmer, it was "stuck" and it was further reported that the programmer head appeared to be not functioning any longer. It was additionally reported that the programmer's touch pen stylus did not work on the screen, that it was very slow to find a spot on the screen where it can connect/communicate and it was noted that it had been changed out but the situation did not resolve. The programmer and the programmer head were both returned for service. No patient complications have been reported as a result of this event.